Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the daughter had failed battery test. The customer¿s current blood glucose level was unknown at time of incident. The customer¿s mother stated that they had problem with her daughters pump, had an issue and it kept pulling up an error message bad battery. The customer was advised to clean the battery cap contacts with a cotton swab and ipa (isopropyl alcohol). The insulin pump will not be returned for analysis.